Event description:
The patient reported the symptoms of asphyxia (deprived oxygen) episodes, edema of the lips and the oral mucous with signs of hyperkeratosis (horn like thickening of skin; wart), severe breathing sounds (high-pitched) and expulsion of purulent sputum during coughing. The patient reported visiting a medical doctor and was diagnosed with laryngitis. The patient reported being prescribed tevanic (antibiotic, levofloxacin, 500mg daily for 5 days) on the first visit and telfast 180 (fexofenadine, antihistamine) and tevanic (antibiotic, levofloxacin, 500mg daily for 10 days) during the second discontinued on (B)(6) 2013 and the symptoms disappeared. The treating doctor believes this event was an indication of anaphylaxis and was life threatening to the patient.

Manufacturer narrative:
The aligners are not being evaluated (method) as the product performed in accordance to specifications (results , conclusion) and the device was used in accordance with labeled indications (results). Due to the multiple medical visits and that the treating doctor believes that this event was an indication of anaphylaxis and life threatening to the patient, it is determined to be an adverse event and a MDR is being filed.